Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the IV set bn306 w/o bp 200c tubing clamp came loose during the drug infusion. The following information was provided by the initial reporter: "after clamping, drug was infused".

Event description:
It was reported that the IV set bn306 w/o bp 200c tubing clamp came loose during the drug infusion. The following information was provided by the initial reporter: "after clamping, durg is infused".

Manufacturer narrative:
H.6. Investigation: 1 sample was returned to sbdm, lot number is unknown. Clamping test under normal using condition: sbdm conduct clamping test under normal using condition for the complaint sample, the clamp could hold medicine and there was no drug infusion. Clamping test under high air pressure: sbdm conduct clamping test under air pressure(0.51mpa) for the complaint samples, the clamp could hold air and there was no air bubble leakage. Tube inner & outer diameter measurement: using profile projector, sbdm measured the inner and outer diameter of tube for both complaint sample and house sample, the diameter are within specification. Roller eccentricity test (unit: mm): using vernier caliper, sbdm measured the length from center to edge of roller for the received complaint sample, conclusion was the length was different when the roller is in different location. House sample inspection: sbdm inspected 30 pcs from potential lots 2902151, 2903181 and 2904161, no abnormality was observed. Measurement of length from center to edge of roller (spec 8.3mm±0.1): sbdm inspected 10pcs house sample of lot 2903181, all components are in spec on the house samples. DHR review: sbdm reviewed the manufacturing record for potential lots 2902151, 2903181 and 2904161 no abnormality was observed. Root cause: from investigations, sbdm conducted inspection of the complaint sample & house samples for leakage test under normal condition and high pressure. No leakage was observed on the received complaint sample. Sbdm conducted further investigation and check for eccentricity in the roller component. In conclusion, sbdm assumed that when narrow location of the roller met with narrow tube, which likely was stretched out by temperature or human force, the medicine leakage might occurred infrequently.